Event description:
It was reported that the device stopped working and impedance measurements read greater than 4000 ohms. A lead breakage was reported. The device and lead were explanted on (B)(6) 2011. Add'l info received reported that the pt was receiving adequate therapy.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.